Manufacturer narrative:
Additional product component: model number/catalog number 720185-01, batch/lot number 1000112273, model/catalog description reservoir flat iz 100ml.

Event description:
It was reported that the patient experienced an infection with an implantable penile prosthesis (ipp). The ipp pre-connect cylinders and reservoir were explanted. The physician alleged the surgical procedure caused the infection. Laboratory tests confirmed it was a pseudomonas infection. Should additional relevant details become available, a supplemental report will be submitted.